Manufacturer narrative:
A tear was observed on the external portion of the soft cannula, resulting in a fluid leak. The cannula tear is confirmed as the root cause of the reported leaking during wear. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl, while wearing the pod between 4 and 24 hours. The pod was leaking insulin. As treatment, a new pod was applied. The device investigation observed a cannula damage and fluid leakage during testing.